Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Manufacturing will submit follow-up report upon receipt of device for investigation or availability of further information.

Event description:
The manufacturer was informed that a perceval s valve size 21 was implanted in a patient on (B)(6) 2021. Reportedly, the valve was explanted on (B)(6) 2026 due to svd, and an epic valve size 19 was implanted instead. As reported, since tavi in sav was not feasible, a redo avr was performed. The procedure was completed without any issue. Based on the information available, patient was undergoing dialysis.